Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station keeps powering off by itself and the station was offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had repeatedly powered off and appeared offline. A field service engineer (fse) inspected the station and found that the hospital installed battery backup had failed. After connecting the station directly to a wall outlet, the station remained stable and functional for over 40 minutes. The fse then reconfigured the refrigerator connection to the station. The customer confirmed that all components had recovered and were functioning properly. The reboot loop was not caused by any pyxis equipment failure but was due to the failed hospital provided battery backup. As part of the proactive inspection process, the fse also replaced the expired battery that was present in the station. The system functioned as intended after the field service engineer repaired the device.